Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) shutdown with #2 battery blinking and failing. Patient involved and no harm is reported.

Manufacturer narrative:
Event site name: (B)(6) medical center. Upon completion of the investigation into this event a follow up report will be submitted.